Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed. Timeouts and a complete drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. The ratchet gear was unable to be manually advanced. An additional hook switch spring was observed to be lodged between the pcb and chassis, preventing the ratchet gear from advancing. The pcb was detached from the chassis to dislodge the hook switch spring, allowing the ratchet gear to rotate freely. The additional hook switch spring is confirmed as the root cause of the 0x5c alarm and subsequent needle mechanism failure.